Event description:
It was reported that prior to starting a da vinci si surgical procedure, a broken tip was noticed on the fenestrated bipolar forceps instrument. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one grip being bent, causing side to side misalignment of grips. There is a .139 offset at the tips, indicating overloading at the tip. Electrical continuity passed. Additional findings revealed scratches on the main tube. The distal end of the main tube has various scratch marks with light material removal, suggesting they may have been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.